Event description:
As reported through the partners 2b clinical trial, during the initial balloon aortic valvuloplasty (bav) the patient went into complete heart block. The patient had a transvenous pacer in place for procedure which was kept in place until the next morning, when the implantation of a permanent dual chamber pacemaker took place. The event resolved with the pacemaker implantation and the patient was discharged a week later.

Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device malfunction. Per the instructions for use, conduction system injuries (defects) which may require a permanent pacemaker are potential adverse events associated with standard cardiac catheterization, balloon aortic valvuloplasty, the use of anesthesia, and the overall tavr procedure. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors that could contribute to the onset of conduction defects include underlying heart disease, electrolyte disturbances, and certain medications (i.e. Beta-blockers, calcium channel blockers). In this case, the exact cause of the reported heart block cannot be confirmed. However, in addition to the procedure itself, the patient's underlying heart disease and use of beta blockers (metoprolol) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.